Event description:
It was reported that a user¿s dexcom g7 sensor was displaying in the dexcom app but not on the ilet, and pairing to the ilet failed; the pump required charging, and the user requested a supply change and sensor re-pairing, which were performed after guiding the user to toggle g7/g6 settings and re-pair the sensor. Symptoms included no reported alerts or alarms and no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included remote troubleshooting and user education on sensor pairing and device settings. Investigation of this case revealed a pairing communication issue between the cgm and the ilet without evidence of device malfunction after re-pairing steps were completed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient cgm communication disruption.